Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had experienced an increase in seizure activity for two weeks, but that it was not an increase above pre-vns baseline frequency. The patient's relative indicated that the patient is nonverbal, but that patient used to make noises when the device stimulated. The patient's relative reported that patient has stopped making these noises, indicating that the patient may longer feel device stimulation. Reviews of x-rays was inconclusive in determining whether there is a discontinutiy in the vns therapy system. Review of manufacturing records for both the pulse genterator and the bipolar lead revealed no anormalies that would adversely affect device performance. The patient underwent genrator replacement surgery. It is not known whether replacement fo the gererator resolved the high lead impedance issue or whether the patient's seizure frequency has since returned to previous vns therapy levels.